Event description:
It was reported that the stapler was found jamming during usage. Then changing a new one and there was no harm on the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the frame was cracked. The returned sample appears used as there is biological material present on the device. The stapler was returned with 10 staples remaining in the cover block indicating that at least 25 staples have been fired by the end user. Reference file (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to fire properly. However, an additional unformed staple fell out of the device. This was repeated with the same result. It appears that the damage to the frame caused the 2 unformed staples to release from the device. Another attempt was made, and this time the staple fired properly. The remaining staples were fired from the stapler with no difficulty. Reference file (B)(4) for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "jamming" was confirmed based upon the sample received. The sample was returned with the frame cracked. Upon functional inspection, the staples were unable to fire properly on the first two attempts. It appears that the damage to the frame caused the 2 unformed staples to release from the device. The damage to the frame prevented the sample from firing properly. It is unlikely that this damage was present at the time of manufacturing as the staplers are 100% inspected at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73e1400252 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler was found jamming during usage. Then changing a new one and there was no harm on the patient.